Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached. Per the customer, all fiber pieces were retrieved. Additional info reported by the customer was the procedure started with no vaporization. Nothing unusual was observed with the aim beam. There were no observations leading up to the incident. There were no error codes displayed on the console when this event occurred. The technique used to retrieve the pieces of the fiber cap was flowing out through the cannula. The detached fiber cap did not remain in the pt.